Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was unreported that unspecified alarms had occurred terminating insulin therapy. Customer's blood glucose level was 400 mg/dl. Customer declined troubleshooting with tandem technical support.